Event description:
A malfunction was reported on a customer's pump, displaying malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy, and a replacement pump was sent by tandem. Instructions for returning the faulty pump and handling the replacement were provided, and the customer understood and acknowledged these steps.